Event description:
It was reported by service report that the plastic foot board on the bed is broken, resulting in exposed sharp edges. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard.